Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Patient was revised to address an implant fracture.

Manufacturer narrative:
No device associated with this report was received for examination. Examination of patient x-rays confirmed fracture of the intercalary segment . A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code was not provided. A previous investigation of fractured le intrcl str d tail assm 55mm was conducted and resulted in the initiation of CAPA-(B)(4) to investigate a trend of fractured lps lower extremity dovetail intercalary components. The investigation could not draw any conclusions regarding the root cause of the device fracture without the device to examine. Patient x-rays suggest there is no solid bone supporting the distal femoral construct which could be a contributing factor. A health hazard evaluation was previously conducted and resulted in a voluntary recall in july of 2013 for all lots of the lps lower extremity dovetail intercalary component. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.